Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a diabetes related and hospitalization from the insulin pump. The customer's blood glucose reading was 206 mg/dl. The customer stated that the event happened during pregnancy. The customer stated that the event could threaten the patient's pregnancy.